Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/ perforation of the essure device/ perforation (fallopian tube)"), device dislocation ("migration of essure device location of device: extruded through fallopian tube") and device breakage ("detected rupture of coil from MRI") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2009, (B)(6) 2013), premature delivery and hypothyroidism. Previously administered products included for contraception: oral contraceptive nos in 2007; for an unreported indication: levothyroxine in 2002. Past adverse reactions to the above products included weight increased with oral contraceptive nos. Concurrent conditions included overweight, cyst of ovary, endometriosis, nonsmoker, allergic reaction to antibiotics, allergic reaction to analgesics and drug allergy. Family history included colorectal cancer, asthma, diabetes mellitus (mother), hyperlipidemia (father) and hypertension. Concomitant products included anaesthetics (anesthesia), ketorolac tromethamine (toradol) and mepivacaine hydrochloride (carbocaine). On an unknown date, the patient started marcaine w/epinephrine at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("left lower quadrant abdominal pain (severe)"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("lower back pain (constant, severe)"), device deployment issue ("left coil was not inserted properly and was inconclusive") and weight increased ("weight gain"). The patient was treated with amoxicillin, ibuprofen, surgery (on (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms.), surgery (on (B)(6) 2016 underwent laparoscopic bilateral salpingectomy) and surgery (on (B)(6) 2016 underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, abdominal pain, back pain, abdominal pain lower, device deployment issue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device deployment issue, device dislocation, fallopian tube perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Nuclear magnetic resonance imaging - on an unknown date: detected rupture of coil pregnancy test urine - on (B)(6) 2015: negative. On (B)(6) 2016, ultrasound scan vagina showed unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Left essure coil is in proper position. Right coil doesn't appear to be in proper position. On (B)(6) 2016, CT scan demonstrating bilateral essure coils noted, l extending beyond anterior margin of fallopian tube by 2 mm. On (B)(6) 2016, surgical pathology showed a.left fallopian tube and coil, salpingectomy: fallopian tube with no diagnostic alterations, complete cross sections visualized. Coil, as grossly described. B. Right fallopian tube, salpingectomy: fallopian tube with no diagnostic alterations, complete cross sections visualized. Coil, as grossly described. C. Soft tissue left pelvic sidewall, excision: endometriosis. Concerning the injuries in the case, the following ones were described in patient's medical records: left lower quadrant abdominal pain, pain. Most recent follow-up information incorporated above includes: on 5-feb-2018: pfs and medical records received: new reporters, patient demographic information, product onset and stop date, new events back pain , abdominal pain lower, device dislocation, device deployment issue and weight increased added. Event perforation nos updated to fallopian tube perforation incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/ perforation of the essure device/ perforation (fallopian tube)"), device dislocation ("migration of essure device location of device: extruded through fallopian tube") and device breakage ("detected rupture of coil from MRI") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left coil was not inserted properly and was inconclusive". The patient's past medical history included multigravida, parity 2 ((B)(6) 2009, (B)(6) 2013), premature delivery and hypothyroidism. Previously administered products included for contraception: oral contraceptive nos in 2007; for an unreported indication: levothyroxine in 2002. Past adverse reactions to the above products included weight increased with oral contraceptive nos. Concurrent conditions included overweight, endometriosis of ovary, endometriosis, nonsmoker, allergic reaction to antibiotics, allergic reaction to analgesics and drug allergy. Family history included colorectal cancer, asthma, diabetes mellitus (mother), hyperlipidemia (father) and hypertension. Concomitant products included anaesthetics (anesthesia), ketorolac tromethamine (toradol) and mepivacaine hydrochloride (carbocaine). On an unknown date, the patient started marcaine w/epinephrine at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("left lower quadrant abdominal pain (severe)"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("lower back pain (constant, severe)") and weight increased ("weight gain"). The patient was treated with amoxicillin, ibuprofen, surgery (on (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms.), surgery (on (B)(6) 2016 underwent laparoscopic bilateral salpingectomy) and surgery (on (B)(6) 2016 underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, abdominal pain, back pain, abdominal pain lower and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device dislocation, fallopian tube perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Nuclear magnetic resonance imaging - on an unknown date: detected rupture of coil pregnancy test urine - on (B)(6) 2015: negative. On (B)(6) 2016, ultrasound scan vagina showed unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Left essure coil is in proper position. Right coil doesn't appear to be in proper position. On (B)(6) 2016, CT scan demonstrating bilateral essure coils noted, l extending beyond anterior margin of fallopian tube by 2 mm. On (B)(6) 2016, surgical pathology showed a.left fallopian tube and coil, salpingectomy: fallopian tube with no diagnostic alterations, complete cross sections visualized. Coil, as grossly described. B. Right fallopian tube, salpingectomy: fallopian tube with no diagnostic alterations, complete cross sections visualized. Coil, as grossly described. C. Soft tissue left pelvic sidewall, excision: endometriosis. Concerning the injuries in the case, the following ones were described in patient's medical records: left lower quadrant abdominal pain, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the perforation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.